Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: weight to the spec and crease fold. The device don't have openings. Cloudy and bubbles was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "out-of-box issue, weak and protruding area". Surgery completed with back-up device. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "out-of-box issue, weak and protruding area".

Event description:
Healthcare professional reported "out-of-box issue, weak and protruding area". Surgery completed with back-up device. Device was not implanted.